Event description:
Consumer reported complaint for high blood glucose test results. Customer stated her true metrix meter was reading 362 mg/dl and she compared the result from another brand meter and that result had been 100 points less than the true metrix (actual result not provided). The customer's expected blood glucose test result range was not provided. The customer reported feeling hot; medical attention was not needed at the time of the call. During the call the customer performed a blood test and obtained a result of 339 mg/dl and needed to administer insulin as it was high. Customer did not disclose how much insulin she injected. Customer stated when she tests and the result is high, she administers insulin (did not disclose how much) and sometimes it brings it down too fast. She is not sure if the meter is reading correctly. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/19/2027 and per the customer the open vial date is 2 weeks ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4) test strips were returned for evaluation. Reported defect not reproduced on returned strips. Customer returned replacement meter. Scrapped incorrect meter returned. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 06-mar-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling the same. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 09-mar-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on 18-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern however, the customer inadvertently returned the replacement meter.

Manufacturer narrative:
Sections with additional information as of 21-may-2026: d9: device returned to manufacturer h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was returned for evaluation: reported defect not reproduced on returned meter most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.